Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the passive backplane, system interface, display adapter and image processor boards, removed and replaced the ribbon cable on the system interface board, and adjusted the 5v power supply. The system operates as intended.